Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the instruments manufactured with lot#s 18ar00e, 18ar03s and 17ar098. We will submit a final MDR once the investigation will be completed.

Event description:
During surgery performed on (B)(6) 2021, while impacting the trial head, the instrument head impactor (product code 9095.11.110, lot# 18ar00e) disassembled. According to the complaint source, the internal plastic thread was damaged. The same issue happened with the second head impactor (product code 9095.11.110, lot# 18ar03s on the handle 17ar098 on the body) used during the surgery. Released plastic fragments were carefully removed by the surgeon. Surgical time prolonged of about 15 minutes. No harm to the patient was reported. The number of uses for the two instruments is not known. Event happened in (B)(6).